Event description:
Affiliate reported that catheter was defective. No other information was provided and complaint was originally processed as non-MDR complaint. Affiliate responded to request for additional information on 7/6/99 and reported valve did not function and that the event had been classified as a "near incident." Valve was implanted in 1999 and replaced in 1999.